Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:06 (ce post failure) error message" was confirmed during the system's event log data review and functional testing. The root cause of the reported tcmid:06 was the tripped heater fuse. Zoll service technician has verified no problem with the heater cables and fuse. Therefore, the exact root cause for the tripped fuse was not conclusively determined; however, an overloaded circuit could not be ruled out. There was no physical damage observed on the thermogard xp ivtm system during visual inspection. The system's event log data revealed several tcmid:06 (ce post failure) error messages around the customer's reported event date, confirming the reported complaint. The thermogard system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, confirming the reported complaint. The tripped heater fuse was enabled to address the reported tcmid:06 error. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console with serial number (B)(4).

Event description:
During console check, customer reported that the thermogard xp ivtm system (serial #: (B)(4)) displayed "tcm ID:06" (ce post failure) error message. No patient involvement.